Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as boils and blisters under back te pads that open and weep. There was no alleged device malfunction contributing to the rash. There is no indication that the patient received medical intervention. Outcome of the rash is unknown as follow up attempts were unsuccessful.